Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the device advanced 2 clips, which subsequently caused the jaws to jam and fall off inside the patient. Another like device was used to complete the procedure. There was no patient consequence.